Event description:
It was reported while using the agilis nxt introducer during an atrial fibrillation ablation procedure, a 12 inch long thread-like object was removed from the hemostasis valve of the device. The agilis introducer and a reflexion spiral catheter were initially across the septum in the left atrium when they inadvertently came back into the right atrium. The physician attempted multiple times to extend the spiral catheter out of the agilis sheath by an electrode or two in an attempt to regain left atrial access but was unsuccessful. The reflexion catheter was exchanged for an inquiry steerable catheter, which was extended out of the tip of the agilis introducer and left atrial access was regained. When removing the inquiry steerable catheter from the agiis introducer an approx 12 inch long thread like "filament fiber" was pulled from hemostasis valve of agilis introducer. There were no consequences to the pt. The pt's current status is listed as "stable."

Manufacturer narrative:
One 8.5f agilis introducer and one forceps with a piece of unidentified foreign material were received fro eval. Visual insp revealed the piece of foreign material coiled within the forceps was consistent with polytetrafluoroethylene (ptfe) tubing. There was no visible damage noted on the introducer. The piece of foreign material measured 22.7 inches long. Functional testing revealed the introducer was able to deflect correctly in both directions; no abnormal resistance was encountered. The entire length of the shaft was cross sectioned open to view the internal wall of the shaft; no anomalies were observed. Both spaghetti tubes were intact and were not damaged. A review of the reflow process and the materials used to produce the product revealed the ptfe (spaghetti tubing) was most consistent with the returned materials. The material was sent for fourier transform infrared spectroscopy (ftir) to determine the source of the foreign material and if it is consistent with ptfe tubing. Review of the device history record confirmed this lot met mfg requirements prior to shipment. We are in the process of performing ftir testing to determine a source for the reported foreign material. When our investigation has been completed a f/u report will be submitted.